Event description:
The customer obtained a 36mg/dl and 122mg/dl blood glucose comparison on the accu-chek advantage system. The test results were obtained within 10 minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that the strips used to obtain the blood glucose comparison have been depleted.